Event description:
Liquid from a positive blood culture bottle exploded through top of connector as the lab tech was carrying it to a counter. The liquid sprayed over the counter, floor, and chairs. The area had to be decontaminated. It appears the membrane in the connector failed. The organism was identified as clostridium perfringes. The bottle went positive at 31.4 hours and was removed at 45.0 hours.